Manufacturer narrative:
This report contains an update regarding an additional incident of possibly inappropriate therapy that appears similar to the initially reported event.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. A review of device data by boston scientific technical services (ts) showed a single burst of anti-tachycardia pacing (atp) as well as a shock in each of two separate episodes, which appeared to be the result of atrial fibrillation (af) with rapid ventricular response (rvr). The events were reviewed with the clinician. This device remains in service. No additional adverse patient effects were reported. Information was later received that approximately four months later this device delivered a single shock and a burst of atp. A review of the device information could not conclusively determine the cause of the therapy as the device does not have an atrial lead. With the available information, atrial arrhythmia appeared the most likely cause of the therapy delivery. Device reprogramming options were discussed. This device remains in service.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. A review of device data by boston scientific technical services (ts) showed a single burst of anti-tachycardia pacing (atp) as well as a shock in each of two separate episodes, which appeared to be the result of atrial fibrillation (af) with rapid ventricular response (rvr). The events were reviewed with the clinician. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information becomes available this report will be updated.